Event description:
It was reported that a cuff miss occurred during attempted suture placement in the common femoral artery using the preclose technique prior an angioplasty interventional procedure. The arteriotomy was a 6fr sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because key components were not returned with the device, the scope of the investigation was limited and the reported cuff miss was unable to be confirmed. Based on visual and functional analysis of the returned device, the probable cause for the reported cuff miss could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Patient age estimated to be (B)(6). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.